Event description:
A voluntary MDR/medwatch report was received on 01/22/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5149755, mw5149756, mw5149757, mw5149758 this is 2 of 4 reports of inaccurate readings that occurred four separate times in the month of december. Please see related records (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm the no audio alert on the mobile app. Patient was observed below their low threshold of 80 mg/dl with an egv of 57 mg/dl at 2:54 am on(B)(6) 2024. Patient received their low alert at 2:55 am, which sounded with some volume. Five minutes later at 3 am, patient received another low alert at fifty percent volume. Five minutes later at 3:05 am, patient received another low alert at full volume. Five minutes later at 3:10 am, patient received another low alert at full volume. Patient continued to receive their low alert at full volume, until it was acknowledged at 3:23 am.